Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported against right side ¿suffered or will suffer debilitating physical pain¿ (non device related), ¿was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom, disability, loss of earnings; and loss of quality of life¿ (non device related), ¿mental suffering, suffered emotional distress, anxiety¿, ¿capsular contracture, deformity¿ baker grade unknown, and "depression". Device has been explanted.